Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer's wife called on behalf of her husband who obtained a 'lo' (readings less than 40 mg/dl) message from the adc freestyle libre sensor. Customer did not experience any symptoms however, his wife administered 4 sugar cubes as treatment. After treatment, the wife obtained an unspecified reading and customer experienced unspecified symptoms of hyperglycemia and was treated with insulin (dose/type unknown) by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife called on behalf of her husband who obtained a 'lo' (readings less than 40 mg/dl) message from the adc freestyle libre sensor. Customer did not experience any symptoms however, his wife administered 4 sugar cubes as treatment. After treatment, the wife obtained an unspecified reading and customer experienced unspecified symptoms of hyperglycemia and was treated with insulin (dose/type unknown) by his wife. There was no report of death or permanent injury associated with this event.

Event description:
A customer's wife called on behalf of her husband who obtained a 'lo' (readings less than 40 mg/dl) message from the adc freestyle libre sensor. Customer did not experience any symptoms however, his wife administered 4 sugar cubes as treatment. After treatment, the wife obtained an unspecified reading and customer experienced unspecified symptoms of hyperglycemia and was treated with insulin (dose/type unknown) by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.